Manufacturer narrative:
The device was not returned for analysis; however, review of the available video and images showed the burr separated from the shaft while remaining attached to the rotowire. The media confirmed the reported burr detachment.

Event description:
It was reported that the burr stuck in lesion and detached. The patient presented with angina. An 80-90% stenosed lesion was located in a severely calcified distal left main stem (lms) extending into the ostial left circumflex (lcx), with the lms segment being notably short. The left anterior descending artery (lad) was not addressed, as it was already protected by a left internal mammary artery (lima) graft. The lcx was angulated, and the guide catheter was positioned against the roof of the lms extending into the lcx to provide additional support. A 1.50 mm rotapro was selected to perform rotational atherectomy. During the procedure, the burr abruptly stopped rotating without any prior deceleration or stall warning, and no change in sound was noted. The advancer knob was moved, but the burr remained stuck in the lesion while attempting to cross it. This occurred midway through active rotablation, following several initial passes, although the lesion had not yet been fully crossed. The device was stopped and restarted, with the noise and rotation speed remaining stable at 160, 000 rpm, and no issues were identified with the flush. The burr was successfully retrieved by withdrawing the entire system. It was observed that the burr had detached, and the opaque segment of the wire engaged it, allowing removal with minimal traction. Fortunately, the lesion was located proximally, which facilitated uncomplicated retrieval. The burr was successfully removed, and no fragments of the device remained inside the patient. The vessel was then rewired, and the procedure was successfully completed using a new 1.50 mm rotapro. No patient complications were reported. The patient was stable post-procedure and was discharged home the same day.

Event description:
It was reported that the burr stuck in lesion and detached. The patient presented with angina. An 80-90% stenosed lesion was located in a severely calcified distal left main stem (lms) extending into the ostial left circumflex (lcx), with the lms segment being notably short. The left anterior descending artery (lad) was not addressed, as it was already protected by a left internal mammary artery (lima) graft. The lcx was angulated, and the guide catheter was positioned against the roof of the lms extending into the lcx to provide additional support. A 1.50 mm rotapro was selected to perform rotational atherectomy. During the procedure, the burr abruptly stopped rotating without any prior deceleration or stall warning, and no change in sound was noted. The advancer knob was moved, but the burr remained stuck in the lesion while attempting to cross it. This occurred midway through active rotablation, following several initial passes, although the lesion had not yet been fully crossed. The device was stopped and restarted, with the noise and rotation speed remaining stable at 160, 000 rpm, and no issues were identified with the flush. The burr was successfully retrieved by withdrawing the entire system. It was observed that the burr had detached, and the opaque segment of the wire engaged it, allowing removal with minimal traction. Fortunately, the lesion was located proximally, which facilitated uncomplicated retrieval. The burr was successfully removed, and no fragments of the device remained inside the patient. The vessel was then rewired, and the procedure was successfully completed using a new 1.50 mm rotapro. No patient complications were reported. The patient was stable post-procedure and was discharged home the same day.